Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On the (B)(6) july, maquet sas became aware of an malfunction of the x ten surgical light. It was reported by customer that dual fork spring arm for the device was broken. There was no information about the potential injuries and the circumstances of the event provided so far. Manufacturer reference number: (B)(4).

Manufacturer narrative:
This report relates to customer complaint registered in system with internal number (B)(4) that concerns the breakage of a surgical light spring arm. The spring arm failed in a way that allowed the surgical light to come down unexpectedly. Our investigation shows the following. The spring arm in question was part of our field action performed on 2009. As it was established there was an issue related to improper dimension of the pivot. This deficiency in the dimension could result in potential cracks on the pivot point and further in the breakage on the edge of the welding joint of the acrobat 2000 spring arms manufactured between 2000 and 2006. The unit in this complaint failed due to the issue that was addressed with this field action. This is possible because -as we assumed in our investigation - for the x¿ten device replacement of the spring arm was performed only when the cracks were found during maintenance. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the outcomes of the complaint. In the time when the issue occurred the device was being used for patient treatment. We could conclude that malfunction occurred that did not cause an adverse outcome, but directly or indirectly could have led to a serious deterioration in the state of health, or worse, of a patient or other person. Described issue has been addressed with a new field action (msa/2017/002/iu) launched in october 2017.

Event description:
Manufacturer reference number: (B)(4).